Event description:
It was reported that during a laparoscopic cholecystectomy, some of the clips would not feed. Some of the clips that did feed when they were deployed on the vessel the clips were malformed. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4).